Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 001825034-2023-00933. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient was revised due to a head disassociation and a cup dislocation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: right total hip arthroplasty with dissociation of the femoral head and dislocation of the acetabular cup. The femoral head is located within the native acetabulum. No obvious anatomical defects. No evidence for corrosion or osteolysis. The reported issue was confirmed based on the provided medical records. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgery was performed on the right hip. There were no reported surgical complications. No further event information is available at the time of this report.